Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected and found no abnormalities with the image. There was physical damage of a crack on the lens of rx module. There is cosmetic wear on top cover and front panel that does not affect functionality and fit. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device during preparation for use. When you turn it on, you see the color bars. When you plug in the camera, the color remains. A picture does not appear. This is intermittent. The device was swapped out for a working unit for the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and specifications. No abnormalities were found. The root cause of the reported issue was not identified. Based on device evaluations results and since the reported event has not been reproduced, it was presumed that there is no abnormality in the subject device. The issue could be due to other problems with the other device like the camera head, or that the reported event occurred due to the user connected the camera head in the state where its electrical contacts were not sufficiently dried or foreign substances (such as detergent remnants, hard water residue, finger grease, dust, and lint) adhered. Adhesion of foreign substances to the electrical contacts may cause the camera head to fail and it was detected by the video processor. Failure to be detected causes a connection status, resulting in appearance of the color bar. It was presumed that the reported event was caused by strong impact due to the user applied strong force during connecting the camera head. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ·make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. ·connect the video connector all the way into the video connector socket. An improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the camera head is disconnected, the color bar is displayed. ·do not touch any of the electrical contacts inside the video connector socket of the camera control unit. Otherwise, the camera control unit may malfunction. ·do not apply excessive force to the camera head by bending, stretching, or crushing it. Also, do not pull the camera head, as this may cause internal wire disconnection. Do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.